Event description:
When checking how the pca was controlling the pain for the patient, the nurse noted that there seemed to be a leak somewhere. When she flushed the line it squirted out where the flush line connects. Upon further inspection she noticed that the tubing was cracked at the connector site. The tubing was sequestered and new tubing hung.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: set, administration, intravascular.

Event description:
When checking how the pca was controlling the pain for the patient, the nurse noted that there seemed to be a leak somewhere. When she flushed the line it squirted out where the flush line connects. Upon further inspection she noticed that the tubing was cracked at the connector site. The tubing was sequestered and new tubing hung.